Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was delayed in responding to presses. In addition, it was reported that an unspecified alarm occurred. There was no reported impact tot he customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.